Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced erosion and the device protruded through the skin, fluid discharge was also observed. It was decided to explant the device. It was mentioned that the wound closure on the sleeve has not healed completely. This device is not expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.